Event description:
It was reported that the critical alarm was noted on (B)(6) and the patient felt a heaviness, back spasms, and spasticity. The patient came to the hospital on (B)(6) and the physician noted a motor stall. The pump was interrogated on (B)(6) and a motor stall was noted to have occurred on (B)(6) at 18:28. The pump was replaced on (B)(6). The issue was reported as resolved at the time of the report. At the time of the report the patient's status was reported as alive-no injury. This device system delivered lioresal. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. The device system delivered baclofen in a flex pattern with a concentration of 1000 g/ml, basal rate 2.0 g/hr, and a daily dose of 605.3 g/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
(B)(4).